Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, cracked and had white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Switches had cracks and was worn out. Scratches were found throughout the device. Forceps channel port and suction cylinder was shaved. Universal cord was wrinkled. Scope connector had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope exhibited poor air/water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign materials. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle but the cause could not be sepcified. Three attempts were performed to obtain additional information regarding the foreign material and the user's reprocessing methods, but no response was received from the customer. Olympus will continue to monitor field performance for this device.